Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-59- improper storage conditions test strip UDI# (B)(4). Follow-up call was made because customer returned the wrong meter. I was able to make contact with the customer. Customer states that on the original call he gave me the wrong serial number ((B)(4)). Customer states that the meter that he sent back to us ((B)(4)) is the one that was giving high blood result. Customer does not what to send back the meter ((B)(4)) back to us. That meter is working perfect. Change serial number for the meter to (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with tests results from results obtained) of 142 and 143mg/dl. The customer's expected fasting blood glucose test result range is 110 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date is (B)(6) 2017.the meter memory was reviewed for previous test result history (date / time not set): 1:142mg/dl (B)(6) 2017 05:22 pm fasting: yes; 2:74mg/dl (B)(6) 2017 05:20 pm (control test); 3:143mg/dl (B)(6) 2017 02:03 pm fasting: yes; 4:132mg/dl (B)(6) 2017 01:17 pm fasting: yes; 5:108mg/dl (B)(6) 2017 01:49 pm fasting: yes; call was transferred from previous technician. Customer ran control solution on (B)(6) 2017 and it was out of range. Technician performed control solution test again with customer on the line and received a 74mg/dl result (out of range). Customer was concerned with high results on (B)(6) 2017 and thus ran control tests. Customer's normal range is 110-115 mg/dl and he tests once per day while fasting. Customer takes metformin and stores strips in the kitchen. We performed control tests with customer again and the result was out of the proper range (24-54 mg/dl): 66 mg/dl result.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage. (Kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with tests results from results obtained) of 142 and 143mg/dl. The customer's expected fasting blood glucose test result range is 110 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/29/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date / time not set): 142mg/dl (B)(6) 2017 05:22 pm fasting: yes; 74mg/dl (B)(6) 2017 05:20 pm (control test); 143mg/dl (B)(6) 2017 02:03 pm fasting: yes; 132mg/dl (B)(6) 2017 01:17 pm fasting: yes; 108mg/dl (B)(6) 2017 01:49 pm fasting: yes. Call was transferred from previous technician. Customer ran control solution on (B)(6) 2017 and it was out of range. Technician performed control solution test again with customer on the line and received a 74mg/dl result (out of range). Customer was concerned with high results on (B)(6) 2017 and thus ran control tests. Customer's normal range is 110-115 mg/dl and he tests once per day while fasting. Customer takes metformin and stores strips in the kitchen. We performed control tests with customer again and the result was out of the proper range (24-54 mg/dl): 66 mg/dl result.